Event description:
Evaluation revealed a force sensor issue. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2011. (B)(6). Correction number: 2531779-03/24/2010-003-r. Evaluation revealed that the force sensor was out of calibration. During investigation loss of prime with load non-zero force was verified in the pump history. Pump was exercised for 24 hrs. On a 1 unit per hour basal program with no loss of prime duplicated. There was corrosion on the force sensor plate battery connections and vibrator motor. Moisture was found in the display screen. In addition, the leak test failed due to a crack in the display lens.